Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bc271r - tc metzenbaum scissors del cvd 180mm. According to the complaint description, during a laparoscopic cholecystectomy the surgeon extended the wound to retrieve the specimen. After use of the scissor, the scrub nurse noticed that the tip was chipped. The surgery was delayed for approximately 30 minutes to search for the broken piece, but it could not be located. Afterwards, the patient was feeling well and additional follow-up appointments with the doctor were not planned. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference (B)(4).

Manufacturer narrative:
Investigation results: h3 - yes, evaluation h5 - codes updated investigation results: visual inspection: one tip of the tungsten carbide inlays is fractured. The analysis of the fracture pattern illustrated a forced fracture. No pores, inclusions or foreign bodies could be found on the point of rupture. The surface of the pair of scissors is very worn, the laser marking is almost no longer recognizable. The gold coating on the rings is no longer visible. The edges of the blades are worn and damaged. The shanks no longer cover properly, they are bent. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The customer complaint can be confirmed. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Based upon investigation results, a CAPA is not required.